Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 260 mg/dl with moderate to high ketone levels present. The customer delivered a correction bolus via the pump to address the elevated bg level. Reportedly, the pump supplies were changed to address the issue.